Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose event while using the ilet, coincident with a supply change and a near-empty insulin cartridge that was believed to have caused a delivery issue; user support guided the supply change and insulin therapy was resumed without further issues. Symptoms included thirst. Outcomes included no medical intervention, no outside assistance, no hospitalization, and no change to blood glucose status documented as affected. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms, no reportable hardware component failure, and an unclear cause for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.